Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) delivered two inappropriate shocks for atrial fibrillation (af) with a rapid ventricular response. Boston scientific technical services (ts) reviewed the electrogram (egm) and gave programming options to optimize therapy in the future. Since two shocks were delivered, critical therapy remained available to the patient. No additional adverse patient effects were reported and the physician plans to make the programming changes discussed with ts.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.